Manufacturer narrative:
Batch review performed on 05 february 2019: lot 187261: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary revision surgery due to signs of infection. The pathogen is unknown. Medacta international was informed of the event one day before the revision surgery. The surgeon performed and I&d and insert-swap and the surgery was completed successfully.